Manufacturer narrative:
The event is currently under investigation.

Event description:
Customer reported while a patient was being monitored by the hypervisor vi central monitoring system with an ambulatory transmitter, the central station detected a ventricular fibrillation event, but no ECG waveform was displayed. The patient expired a day after the reported event.